Event description:
It was reported that an (B)(6) male with hematuria came to the ER stating that his urine would not drain through the tubing to the leg bag. It was observed that the urine drainage tube was collapsed upon itself and not draining. The tubing was disconnected from the patient's indwelling catheter which was then hand irrigated to remove a blood clot. A new leg bag system was attached. The nurse manager stated that because the tubing did not allow the urine to drain from the bladder a clot formed and irrigation/evacuation was required. The irrigation resolved the problem and the patient went home.

Manufacturer narrative:
The potential for blood clot formation in the bladder always exists for patients with hematuria as was reported in this case. The cause of the reported collapse of the urinary drainage tube is unknown.